Event description:
The biomedical engineer (bme) reported that 3 of their central nurse's stations (cnss) received the error of "monitor service disconnect" and was unable to monitor devices. The cnss were rebooted, but that did not resolve the issue.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that 3 of their central nurse's stations (cnss) received a "monitor service disconnect" error message and was unable to monitor devices. The cns devices were rebooted, which did not resolve the issue. Technical support (ts) asked them to check on the network switch and they found that the allied telesis switch was plugged into a failed ups. The customer will be replacing the ups to resolve the power issue. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: during troubleshooting, it was identified that a switch (likely for the cnss) was plugged into a defective ups, resulting into the switch not getting power it. Since the network switch has no power, the cnss were likely unable to connect with the other devices. Based on the available information, the most probable cause of the issue is ups failure. Common causes of ups failure are power surges, and normal wear and tear. The overall risk rating of the event is medium. The available information does not suggest that there was a malfunction of the nk device, but rather a failure of the ups.

Manufacturer narrative:
The biomedical engineer (bme) reported that 3 of their central nurse's stations (cnss) received the error of "monitor service disconnect" and was unable to monitor devices. The cnss were rebooted, but that did not resolve the issue. Nihon kohden technical support (tech support) asked them to check on the network switch. They saw that the allied telesis switch is plugged into a dead ups; therefore, the switch is not powered on. They will replace the ups with a spare one to fix the issue. The ups had failed which caused the switch to not get power, which in turn caused the cnss to get the error: "monitor service disconnect." The customer will be replacing the ups, and this will allow the switch to get power again. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 03/19/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 03/30/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 04/05/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1 03/19/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 03/30/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 04/05/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The biomedical engineer (bme) reported that 3 of their central nurse's stations (cnss) received the error of "monitor service disconnect" and was unable to monitor devices. The cnss were rebooted, but that did not resolve the issue. Nihon kohden technical support (tech support) asked them to check on the network switch. They saw that the allied telesis switch is plugged into a dead ups; therefore, the switch is not powered on. They will replace the ups with a spare one to fix the issue. The ups had failed which caused the switch to not get power, which in turn caused the cnss to get the error: "monitor service disconnect." The customer will be replacing the ups, and this will allow the switch to get power again. No patient harm was reported.